Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5096139 that a female patient of unknown age and race underwent unspecified breast surgery with 600cc mentor memorygel breast implant on both sides and experienced generalized illness symptoms including heart palpitations, fatigue, brain fog, depression, anxiety, rashes, joint soreness, neck and back pain around shoulders, and smelly urine. Thyroid, and iron tests were completed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that date of implant was (B)(6) 2007. Hence, field d6 for implantation date has been updated to 10/6/2007 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).